Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited noise. Clinician was able to reproduce the noise with pocket manipulation. Fluoroscopy was performed and revealed no lead issues. The lead was reprogrammed. Noise was still seen on the lead. On (B)(6) 2016, the lead was capped and replaced. The patient was in stable condition.